Event description:
Aicd check at (B)(6) hospital. Sensor activated and after stopping after a brief walk I was put into vt's. This has happened earlier this year. St jude rep contacted another party, believed to be tech support and over the speaker I could hear that neither reps knew how or why I was put into vt's and that certain parts of the reading didn't appear to be in sync. They both couldn't come up with an algorithm to correct the problem. That one screen display said one thing while a second screen said another when they both should have been the same. I strongly believe that when the sensor has been activated it can't discern what is physical activity (i.e. Exercise and hard labor) and will attempt to pace when I start to rest. It will race my heart atp for the problem it caused. I suspected this at the (B)(6) med ctr in (B)(6) when I told cardiologist dr (B)(6) that I can cause the aicd to put me into vt's while he mentioned I slid off the gurney and did several squats then sat back on the gurney. A few seconds later I went into vt's and the device atp back to sinus rhythm. He was surprised and asked if I could repeat it, which I did and he contacted st jude. St jude allegedly told him that the aicd acted properly. The device failed to take me out of vt's for over ten hours - verified by (B)(6) clinic in (B)(6), and again later for two hours as I was driven to the (B)(6) med ctr in (B)(6) by my daughter, an rn. The drs are dumbfounded by the strange ways of this aicd when compared with their other cases. Ptsd as diagnosed by the va and employers' insurance of (B)(6) directly related to aicd incidents documented. Ptsd, deactivation of many of its functions. Questionable delivery/errant shock therapy.